Event description:
Physician started to inject some onyx after the dead space and onyx was not visible exit at the tip of the cathteter. Physician then performed a control arterio of the patient brain and discovered that the pedicle where he tried to inject was obstructed by some onyx not visible on the radios control. No complications were reported to have occurred with the patient as a result of this event.